Manufacturer narrative:
Evaluation summary: the sample was received for evaluation and the reported event of cuff breakage was confirmed. Inflation/deflation testing performed found the cuff deflated immediately. Visual inspection performed confirmed a cut in the cuff. Manufacturing controls are in place to detect damage and to reduce the potential for occurrence during the manufacturing process. The damage observed in the sample would have been detected during the manufacturing process. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a communication that while in use on a patient, after a few days of use, it was confirmed that the pilot balloon did not work (could not deflate) while checking the cuff. According to the reporter, several attempts were made and the balloon started working normally, but it was replaced as a precaution. The customer indicated that there was no patient harm.